Event description:
Diaphragmstic from the lv lead. Device is programmed to rv only but patient is still having stimulation. Patient is in aflutter and is in atr mode switch currently. Working with dr. (B)(6). No further information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).